Event description:
Bedcheck monitor system was being utilized for pt. Pt was found on floor by nursing staff. The bedcheck alarm did not sound. Exam of pt revealed a laceration to the left side of head, and abrasions to the left arm and knee. Prior to apparent fall, pt was oriented. Subsequently, pt had a brief episode of disorientation, hallucinations, and dystexia.